Event description:
It was reported that the lead impedance levels have been decreasing slowly for several years. The unipolar impedance was higher than the bipolar impedance. The lead is listed as inactive in the manufacturer's database. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.